Event description:
It was reported that the device did not detect the fluid-filled set. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. There was no applicable service history and no applicable event history logs. The complaint that device does not detect fluid filled set was unable to be confirmed through visual inspection or functional testing. Probable cause was unknown. Upon further investigation lcd lens was found damaged. Replaced lcd lens. Battery compartment found corroded. Replaced battery compartment. Device passed all testing criteria.